Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 74-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella for mechanical circulatory support. The impella had low purge pressure. Tissue plasminogen activator purge was hung, but the pump stopped. The impella 5.5 was explanted and the impella cp was placed. No patient harm was reported due to the issue.

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Visual inspection found a significant amount of biomaterial on the impeller and cannula. During a test run, the pump stopped with a high motor current alarm. The cause of the pump stop issue was biomaterial based on returned product review.